Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis. The patient experienced abdominal pain and constipation and was hospitalized for the events. On an unknown date while in the hospital, the patient developed peritonitis. The cause of the events and treatment was unknown. The patient was not retrained. The catheter was pulled and hemodialysis therapy was initiated. The patient was still hospitalized. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893883 and gd893990. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).